Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 78 mg/dl at the time of incident. The customer stated that they were unable to rewind. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error and pump error alarm in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test due to a critical pump error alarm. Moisture damage was found on the motor during visual inspection. No moisture damage on the electronic assembly noted. The insulin pump received with a scratched case, pillowing keypad overlay, and a minor scratched lcd window.